Manufacturer narrative:
Corrosion was observed inside the sensor, nurse call, and dc input receptacles indicating that the unit was exposed to moisture. Indentations were observed on the exterior housing. The unit has power with batteries, but does not sound when nothing is connected. If the device should power on but have no tone, the device may not alert the caregiver of a patient exit. This loss of functionality could contribute to a patient incident. The unit was subsequently opened in the qa lab and signs of water intrusion were observed, such as corrosion, on different parts of the pcba and it is the root cause for not sounding after installing batteries. No further tests had been performed due to water intrusion/exposure. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file# (B)(4).

Event description:
Customer states that some of the alarms have no power and some have no tone. Limited other information given.